Event description:
A pt (age and gender unk) underwent a therapeutic placement of an esophageal stent in 2006. The cover of the ultraflex esophageal stent detached from the device and was expelled from the pt's mouth 3 days after successful placement. The ultraflex stent was to have been removed fromt he pt 6 days later. The pt did not sustain any complication or ill effect as a result of the expelled stent cover. The planned subsequent removal of the esophageal stent has not yet occurred. The stent will not be replaced. The pt is to be monitored post stent removal. The pt condition is reported to be "ok". There is no further info available regarding this event at this time.